Manufacturer narrative:
The reported event that a screwdriver blade t10 ao fitting was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to user related issues, the failure was caused by an overtorque. The inspection of the device revealed the following: torsion lines were visible on the surface breakage, showing that the breakage was caused by torsional overload. The microscope inspection also showed traces of rust, probably due to an improper reprocessing & cleaning of the device. These traces of rust start from the surface of the material and penetrate into its center. The discoloration of the device and the color rings show that the reprocessing of the device was not done properly. These are some of the possible causes: improper use of instruments which lead to loss in function or usage. Power insertion was not used at low speed. Poor reprocessing & cleaning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labeling did not indicate any abnormalities. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) reviewed: "special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Reusable instruments must be cleaned directly after usage. Sterilization/resterilization: the following process parameters are validated by stryker and recommended for sterilization and/or resterilization: moist-heat sterilization according to en iso 17665-1. Method (outside the us): moist-heat sterilization cycle: saturated steam with forced air removal. Exposure phase: 4 to 18 minutes. Drying time: 30 minutes (recommended minimum, in chamber), temperature: 132 - 137 °c (270 - 277 °f). For further information, please refer to the ¿instructions for cleaning, sterilization, inspection and maintenance of stryker medical devices¿ (l24002000).¿ the operative technique (vax-st-11 en rev 2 variax elbow op tech): although the screws are self-tapping, bone taps are provided and recommended for use if screw insertion is hindered. If power insertion is used, it must be used at low speed. Cleaning and sterilization (ot-rg-1 en rev-2 l24002000 rev. N cleaning & sterilization guide_2015-8332): ¿transport to processing area: avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device. Get the medical devices to the point where cleaning is to be performed as soon as practical. If transfer to the processing area is likely to be delayed, consider covering the medical devices with a damp cloth or store the medical devices in closed boxes to avoid drying of soil. Dry the medical device using medical compressed air and clean and lint-free single use wipes (if required supplemented by postdrying at a clean place for up to 2 hours) or by heating in an oven below 110°c. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax elbow surgery while using the screw driver the tip of the driver broke. The surgeon used the screw driver blade (t10) and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax elbow surgery while using the screw driver the tip of the driver broke. The surgeon used the screw driver blade (t10) and surgery was completed.